Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited noise, high impedance and high thresholds. The physician noted the lead was fractured. The lead was capped and replaced.